Manufacturer narrative:
This report is based in part on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. (B) (4) no anomalies found, however blood was found on the helix; full lead returned and analyzed.

Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. It was also reported that during implant attempt, the implanter thought there was an insulation issue. The lead was not used. No patient complications have been reported as a result of this event.